Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. There were kinks approximately 5.0 cm, 133.0 cm, 141.0 cm from the proximal end of the pusher assembly. The coil was intact with the pusher assembly, and bunched up within the introducer sheath. Conclusion: the complaint indicated that the physician was unable to push the coil through the introducer sheath. Evaluation of the returned devices revealed that the pet lock was still intact, and the coil was still attached to the pusher assembly. There were multiple kinks along the length of the pusher assembly, the coil was bunched up, and there was damage along the entire length of the coil. The coil was still attached to the pusher assembly. This type of damage typically occurs when the device is improperly handled. Excessive force applied to the coil during manipulation may cause the damage observed. It appears that the introducer sheath was pushed distally beyond the mid-joint on the pusher assembly. Attempts to withdraw the introducer sheath is likely what caused kinks in the pusher assembly, and bunching up of the coil. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. During procedure, the physician was unable to advance the penumbra coil 400 through the introducer sheath into the microcatheter. The coil never made contact with the patient.